Event description:
It was reported that cgm displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, followed guidance to perform pump reset, confirmed that malfunction alarm did not reappear, and successfully started new sensor session.